Event description:
It was reported the atrial lead had no capture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found a white substance, dried tissue, and dried blood on the helix, which was a likely contributor to the reported electrical issue. The full lead was returned and analyzed.